Event description:
A customer reported previous malfunctions with a pump but no notable events occurred prior to them. The customer's blood glucose level did not exceed 500 mg/dl, indicating it was within a normal range. Customer reverted to an alternate method of insulin therapy.